Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and five batteries were returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. However, visual inspection revealed contamination within both power ports, the pump connector and the serial port. The observed pump connector and serial port contaminations are additional observations not related to the reported event and likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone or "beep". As a result, the reported power port contamination, premature power switching events and ¿beeps¿ were confirmed. The batteries (B)(6) were lubricated prior to release. The most likely root cause of the power port contamination can be attributed to the handling of the device. The most likely root cause of the reported power switching and "beeps" can be attributed to momentary disconnections due to contamination within the power ports, and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: battery d4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Battery d4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14 battery. D4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02 battery. D4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02 battery. D4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02 battery. D4 serial #: (B)(6). H3: yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: dvfb1d4 ICD and 6935m62 lead, implanted: (B)(6) 2020. Additional products: brand name: heartware ventricular assist system ¿ batter, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 27-apr-2021, device evaluated by MFR: no. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 26-jun-2020, labeled for single use: no. Patient ime code(s): (B)(4). Imf code(s):(B)(4). Img code(s): (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. No, device evaluation anticipated, but not yet begun . Mfg date: 23-jun-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation:yes. Return date: 27-apr-2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 26-jun-2020. Labeled for single use: no . (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4).device available for evaluation: yes. Return date: 27-apr-2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 26-jun-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650, catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 27-apr-2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 25-jun-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 , catalog #: 1650, expiration date: 30-jun-2021, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 27-apr-2021. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 24-jun-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching with intermittent beeping and the batteries exhibited power switching. Additionally, the controller was observed to have contamination in the power ports. The controller and batteries were replaced. No patient complications have been reported as a result of this event.